Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Was there any intraoperative concurrent use of other products? --cefazolin sodium was used for anti-infection during and after surgery. During the operation, the posterior spinal screw-rod system was used to stabilize the spine and poster fusion device for fusion, the artificial bone was used for fusion, the drainage tube was drained, the biological polysaccharide flushing fluid was washed, and the absorbable suture was used. 2. What are the product code and lot number? --lot 101qbh for code 1963, and lot 274244 for code ms0010 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? --address active bleeding 4. What was the intended use of the surgiflo? --address active bleeding 5. Has any surgical or medical intervention been performed? --the patient was admitted due to "lumbar spinal stenosis", perfected preoperative routine examination and examination, excluded surgical contraindications, and underwent posterior lumbar robot-assisted incision decompression and fusion and internal fixation under general anesthesia on (B)(6) 2024. Surgicel and surgiflo were used for intraoperative hemostasis. The patient was postoperatively given nutritional support and anti-infection treatment, and the wound drainage tube was removed when the drainage volume was reduced. During dressing change on (B)(6) 2024, it was found that a large amount of wound dressing exuded. After uncovering the dressing, it was observed that a moderate amount of brown fluid exuded from the wound, resulting in poor incision healing. Routine dressing change was performed every day. The exudate was taken for bacterial culture and pcr detection. The anti-infection regimen was adjusted. The wound exudate was still large. On december 6th, the patient underwent focal debridement, perfusion and drainage. The patient continued anti-infective treatment after operation and was discharged after the wound healed. 6. What is physician¿s opinion as to the cause of the poor wound healing? --longer operation time, advanced age of patients, low immunity, poor nutritional status of patients, low protein 7. What is the patient¿s current status? --discharged. 8. What is the users experience w/ surgicel powder and other hemostatic agents? ¿normal. The following information was requested, but unavailable: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 2. Where was the surgicel used (on what tissue)? 3. How much surgicel was used during the procedure? 4. How much surgiflo was used during the procedure?? 5. Was the surgiflo left in the patient or removed after hemostasis? 6. Please send the results of pcr test. 7. Was a bacteria identified? 8. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative poor wound healing? 9. Was there an alleged deficiency of the surgiflo that contributed to the patient¿s post-operative poor wound healing? A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 2. Was there any intraoperative concurrent use of other products? 3. What are the product code and lot number? 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 5. What was the intended use of the surgiflo? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. How much surgiflo was used during the procedure?? 9. Was the surgiflo left in the patient or removed after hemostasis? 10. Please send the results of pcr test. 11. Was a bacteria identified? 12. Has any surgical or medical intervention been performed? 13. What is physician¿s opinion as to the cause of the poor wound healing? 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative poor wound healing? 15. Was there an alleged deficiency of the surgiflo that contributed to the patient¿s post-operative poor wound healing? 16. What is the patient¿s current status? 17. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lumbar posterior robot assisted incision, decompression, bone graft fusion, and internal fixation procedure on (B)(6) 2024 and absorbable hemostat was used. The patient was admitted to the hospital due to "lumbar spinal stenosis". The routine preoperative examination and testing were completed, and the surgery was performed after excluding surgical contraindications. Hemostatic gauze and fluid hemostatic gelatin were used to stop bleeding during the surgery. Nutritional support was given after surgery and cefazolin sodium was used for anti-infection treatment. The wound drainage tube was removed when the drainage volume decreased. During the dressing change on the ninth day after surgery, a large amount of exudation was found in the wound dressing. When the dressing was removed, a moderate amount of brown liquid was seen exuding from the wound, and the incision healed poorly. Routine dressing changes were performed daily, and the exudate was taken for bacterial culture and pcr testing. The anti-infection regimen was adjusted, but the wound exudate was still high. Another surgery, a lesion clearance, perfusion and drainage procedure was performed on the 31st day after surgery, and anti-infection treatment was continued after surgery. The patient was discharged from the hospital after the wound healed. Additional information was requested.